Manufacturer narrative:
Product analysis: the first 3 proximal stent segments were severely deformed. The distal tip was deformed. The transition shaft severely stretched and kinked. No other damage was noted to the device. (B)(4).

Event description:
The physician was attempting to use a resolute integrity (rx) drug eluting stent to treat a moderately calcified lesion in the distal rca with severe vessel tortuosity and 87% stenosis level. The device was prepped and inspected prior to use with no issues noted. The physician pre-dilated the lesion and proceeded to advance the resolute integrity stent when it was noted that resistance was encountered requiring force to be used and the device was reported as deformed in vivo during positioning. The device could not cross the lesion. The procedure was completed using another stent device. The patient is reported to be alive with no injury.